Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor on 3/5/2000. On 3/9/2000 consumer sought medical treatment for a swollen and infected ear at the piercing site. Consumer was placed on antibiotics.